Event description:
It was reported that the patient presented to the emergency room after a ventricular fibrillation episode. The right ventricular (rv) lead failed to convert the rhythm after the initial shocks delivered. The final shock successfully converted it. The patient presented for (defibrillation threshold) dft testing. During testing, the rv lead failed to successfully convert the patient's ventricular arrhythmia. The rv lead was explanted and replaced successfully. Dft testing was then successful. The patient was discharged.